Event description:
It was reported that the pacemaker experienced a power on reset (por). It was noted that the patient had undergone radiation therapy but could not remember the timing of the last treatment. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.